Manufacturer narrative:
By checking the manufacturing chart of the lot #18ar04q, no anomaly was found on a total of 10 delta cup wrenches manufactured with this lot. This is the first and only complaint received on this lot #. We will submit a final MDR once the investigation will be concluded.

Event description:
Intra-operative issue occurred on (B)(6) 2019. After positioning and impacting the delta pf cup cod 5551.21.640, the surgeon noted that the thread of the delta-cup wrench cod. 9055.51.015, lot #18ar04q was broken and the tip got stuck into the implanted cup. Consequently, the surgeon replaced the delta pf cup with another one of the same size. Another delta-cup wrench was taken from a back-up delta cup instrument set. The event prolonged the surgery of 40 minutes. Event occurred in (B)(6).